Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the amsco 400 sterilizer. Contrary to the reported event, the amsco 400 sterilizer was not leaking steam. The technician was informed that after a completed cycle, the employee quickly stuck their hand into the chamber of the sterilizer and obtained a burn from excess steam that was still present from the cycle. The amsco 400 sterilizer operator manual (pg 6-7) states: "warning - burn hazard: steam may be released from the chamber when door is opened. Step back from the sterilizer each time the door is opened to minimize contact with steam vapor." The user facility confirmed that the employee subject of the reported event was not wearing proper ppe. The amsco 400 sterilizer operator manual (pg 6-1) states: "warning - burn hazard: always wear protective gloves and apron when removing a processed load." The technician determined the root cause of the reported event to be attributed to the s7 valve. The s7 valve was not functioning properly, causing the sterilizer to pull a weak vacuum leaving excess steam in the sterilizer chamber. The technician replaced the s7 valve, ran a test cycle, and found the unit to be operating according to specification. The unit was returned to service. While onsite, the technician counseled user facility personnel on the importance of wearing proper ppe, specifically gloves while operating the amco 400 sterilizer. No additional issues have been reported.

Event description:
The user facility reported their amsco 400 sterilizer was leaking steam and burned an employee's hand. No medical treatment was sought or administered.